Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a message that the most recent bolus requested did not complete delivery. Review of the pump bolus history verified that the bolus was delivered successfully. Blood glucose level was in the 400's (mg/dl). Although requested, the customer declined to upload the pump data logs for a log review to be performed.